Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed that the upper case was broken. It was also noted that the lower case was broken, the high rate cover was broken, the battery end cap was out of specification, the two battery latches were broken, two side bail covers were broken and one case screw was missing. (B)(4).

Event description:
It was reported the front case is damaged. The device was returned for repair and calibration. It was analyzed and tested out of specification. No patient complications were reported as a result of this event.